Event description:
Additional information received reported the patient had been pulled over in (B)(6) for dwi by cops and was kneed in the back. Since the incident the patient had not felt stimulation. It was reported the patient initially reported he was assaulted and he had increasing pressure when using the bathroom and increasing pain in his abdomen.

Event description:
Additional information received reported that the device ¿broke¿ and did not provide relief when the patient was kneed in the back. The patient reported ¿could not have bowel movements because the first one was hurting him so bad.¿ the device was reportedly ¿frying¿ the patient¿s nerves ¿it was up too high¿ so it was removed ¿immediately.¿ after the explant, the patient went to get the suprapubic where it was discovered through xrays that there was a ¿wire in the wrong place poking him,¿ noting it was the lead from the first implant. The device was reportedly ¿not put in properly¿ and was ¿hooked up improperly.¿ the doctor who removed the first device left a lead inside the patient, which was later removed prior to second implant.

Event description:
Follow up information received from the healthcare professional reported that the cause of the event was unknown. The hcp also confirmed that the patient's implantable neurostimulator (ins) system was explanted on (B)(6), 2012. No hospitalization was required for the event and the patient outcome was reported as no injury.

Event description:
The device did not work and the device system was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3889-28 lot# v765391 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2012; product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient. (B)(4).